Event description:
From 6/13/83 to 10/19/84 rptr had eight surgeries for implantation or removal. The first set of prostheses were implanted on 6/6/83 manufactured by this co. On 6/9/83, the rptr was returned to the operating room for evacuation of a hematoma of the right breast and removal of the left implant which had ruptured. On 7/15/83, the left implant was replaced with another implant and an infected graft removed from the left reconstruction site which was replaced with a style 76 co implant. On 10/19/84, both implants were removed because they had ruptured and were leaking. The rptr stated that she is suffering from extremen fatigue and arthritis of the lower back.